Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging chest pains, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chest pains, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt contamination throughout device enclosure, and airpath inconsistent with degraded sound abatement foam was observed which suggesting a source external to the device. The manufacturer also observed foreign teal plastic found in blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of dust / dirt contamination in the device was observed by the manufacturer, which are consistent with being from an external source.